Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level. The customer¿s blood glucose level was over 400 mg/dl at the time of the incident. The customer stated that battery was not replaced after the low battery alert. Customer stated that when they pressed the middle button there blood glucose was high. Customer stated that new battery did not resolved the issue. The device will not be returned for analysis.